Event description:
We received a broken pe-bushing with the information that the patient reported about an instability problem with this implant before revision surgery.

Manufacturer narrative:
The quality documentation review did not reveal deviations in the production process. The implant corresponds with our specifications at the time of manufacturing. We assume several aspects which have led to this incident: the visual inspection shows wear of the anterior pe-part at the t-axis. This might be a sign of hyperextension of the leg. According to our medical expert hyperextension is likely to be the reason for the bushing damage. Hyperextension could only be determined during clinical observation. A forced tibia cut. The x-ray image shows a tibia bone cut of the level of the fibula head. The patient fell several times in past because of his diabetes diagnose (hypoglycemia). The patient's history also reported of bone fractures because of the hypoglycemia. The x-ray image shows a healed fibula fracture. This event occurred outside of the u.s. And involved a product that was manufactured outside of the u.s. However, because the link endo-model rotational knee prosthesis also is marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.